Event description:
The pump was returned for investigation. Evaluation revealed that the pump booted to the verify screen with dim pink contrast. This report is made based on results of investigation completed on (B)(6) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad is completely peeled off. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. All of the buttons responded properly. Evaluation revealed there was no contamination under the button contacts. Unrelated to the complaint, pump booted to the verify screen with dim pink contrast and the lens was scratched. (B)(6).